Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device has fault. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
B4:03jun2021. It was reported to philips that during testing the device had a pressure sensor failure. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem and was traced to a faulty pcba, data acquisition board. The fse replaced the pcba, data acquisition board to resolve the reported problem. The device successfully passed the performance specification test after the repair was completed and was put back into service.